Event description:
Customer reportedly received the following back to back results on the same device: 281 mg/dl and 136 mg/dl (in 2007); 254 mg/dl and 103 mg/dl (one day later); 217 mg/dl and 100 mg/dl (the following day); and 248 mg/dl and 76 mg/dl (the next day). Customer states she had low blood glucose symptoms with the 76 mg/dl result, but, did not require treatment (symptoms match results). No quality controls used. No adverse event reported. No action was taken based on device results. Requested return of suspect device and replacement was sent.